Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A voltage test was performed and passed. A review of the downloaded data log did not confirm the reported event of pairing failed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data, but the data evaluation confirmed a permanent loss of connection. The root cause of the permanent connection loss could not be determined. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. The reported issue of pairing failure is reportable based on the finding of loss of connection.